Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unspecified cartridge issue. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.